Event description:
It was reported that the system 9800 had a problem initializing for the first time of the day. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The single board computer was replaced. The system was tested and found to be working as intended and placed back into service.